Event description:
Bausch and lomb manufacturer of soft contact lenses state through a distributor that their contact lens brand series optima 38/sp and fw are lenses for annual replacement. They even say that because the replacement period is decided by the practitioner, that no matter how they merchandise those lenses, the last call on how the patient should use the lens is the responsibility of the eye care practitioner. My question is, should the b&l contact lenses optima 38/sp and fw be merchandised as annual replacement lenses? Route: ophthalmic. Diagnosis or reason for use: frequency replacement lenses.